Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Lung transplantation procedure. Is the age of the patient known? No. What color cartridge was being used? Unk. What was the device being fired on? Pulmonary vein. Please describe the staple formation. The device cut and staples were delivered but they were malformed or not formed at all. Please explain what is meant by staple line did not hold. The device cut and staples were delivered but they were malformed or not formed at all. Were clips used in the vicinity of the stapling device? Unk. What additional surgical procedure was performed? The patient had a cardiac arrest and he was resuscitated. What is the current patient status? The patient is in the intensive care unit, this is normal after this kind of procedure. Additional information received: the staples could be delivered but were not shaped the good way so there was a cut without effective stapling. The patient underwent new surgeries.

Event description:
It was reported by the affiliate that during a thoracic surgery, lung transplantation procedure, the device delivered malformed staples. During cutting, the staple line did not hold. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? Lung transplantation procedure. Is the age of the patient known? (B)(6). What color cartridge was being used? White. What was the device being fired on? Pulmonary vein. Please describe the staple formation. The device cut and staples were delivered but they were malformed or not formed at all. Please explain what is meant by staple line did not hold. The device cut and staples were delivered but they were malformed or not formed at all. Were clips used in the vicinity of the stapling device? No what additional surgical procedure was performed? The patient had a cardiac arrest and he was resuscitated. Major bleeding. Manual control by placing fingers in the heart. Control with clamps. Manual sutures. ECMO. What is the current patient status? The patient is in the intensive care unit, this is normal after this kind of procedure. The patient is still in the intensive care unit. The vital prognosis is still engaged but multi-factorial, it is not only due to the stapling issue during the procedure. The analysis showed that the ats45 device was received with no apparent damage and with three tr45w cartridges not loaded on the device. The reloads b, c and d were received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.